Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: investigation summary: sample was returned for investigation. Returned material did not show reported defect. DHR ¿the specifications of the complaint batch is 24 g. No abnormalities found in the incoming material, the whole assembly process and packing process. Investigation conclusion: in qa lab, the operator primed, no abnormality was found in the exhausting process. The clog test and the flow test were measured, both of the results are in the right specification. No other abnormality was found. Root cause description: no abnormality was found in the returned sample. (B)(4) plant cannot finalize the root cause.

Event description:
It was reported that the hub leaked on a bd pegasus¿ safety closed IV catheter system 24g x 0.75in during use. No injury or medical intervention.